Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported she had a bad reservoir and stated she did not see insulin going through it and decided to use a different reservoir. The customer stated this had resolved the issue. Her blood glucose was 138 mg/dl. Nothing further was reported.